Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user has high glucose value. Test strip (B)(4). Note: at the follow-up call on (B)(6) 2017, the customer stated her condition had improved and she did not currently have any diabetic symptoms. The customer stated she had medical intervention since the last call as she had gone to the hospital on (B)(6) 2017. Customer stated the hospital diagnosis was high blood sugar and she received insulin while at the hospital. Customer stated her blood glucose result while at the hospital was 583 mg/dl. Customer stated she left the hospital on (B)(6) 2017 when her blood sugar went down to 312 mg/dl; she was there for five hours. Customer stated there were no new medications or healthcare program suggested and that she will continue to take her metformin as previously prescribed. Customer stated she performed a blood test with the truemetrix air meter on (B)(6) 2017 and obtained a result of 153 mg/dl.

Event description:
Consumer reported complaint for e-2 error: sample not detected or using wrong test strip. The e-2 error occurred after the blood sample was applied. The customer was using the correct test strips. The test strip lot manufacturer's expiration date is 05/31/2018 and open vial date is (B)(6) 2017. During the call on (B)(6) 2017, the customer stated she was feeling tired. The customer's expected fasting blood glucose test result range was undisclosed. During the call on (B)(6) 2017, a blood test was performed by the customer and produced test result of hi using truemetrix meter. The meter memory was not reviewed for previous test result history; the customer stated she just received the supplies (B)(6) 2017.